Event description:
It was reported that the patient was treated for a subtrochanteric hip fracture on (B)(6) 2014. At that time a trochanteric fixation nail (tfn) was placed. This patient has since presented with non-union. The postoperative x-rays (date unknown) had shown a great reduction and the hardware still appeared to be intact. Clinical findings showed delayed healing. Revision surgery was performed on (B)(6) 2015. The original hardware was removed; a new nail and associated hardware were implanted. A bone graft was also applied. The surgery was completed successfully with no surgical delay and patient status was reportedly okay. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Patient weight was not reported. Event date is unknown. Without a lot number. The device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.